Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the gripper line was difficult to remove. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) with a grade of 4. The clip was deployed on the mitral valve leaflets; however, resistance was felt during removal of the gripper line. Standard troubleshooting was performed, the arm positioner was returned to neutral and the gripper line was able to be removed. The clip was successfully deployed reducing mr to grade 1-2. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.